Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. Physio has made multiple attempts to contact the customer regarding the status of their devices but has not been successful. It is unknown if the customer will be replacing the devices or returning them to physio-control for evaluation. The devices have not been returned to physio-control. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that several of their devices would intermittently not power on. The customer advised that the on/off button had to be pressed several times to get the device to power on. In this state defibrillation therapy would be delayed or unavailable if needed. The customer was unable to provide any serial numbers of the devices that were observed to have this issue. There was no patient use associated with the reported event.